Manufacturer narrative:
B.5.medtronic received additional information that electronic controls were used in the case (heptrack). The lot numbers of used control cartridges were 230292347 exp 7/17/25 and lot 230011162 exp 6/5/25. Wet quality controls are performed once a week and electronic controls every 8 hours. No error codes were displayed,just failing abnormal qc wet controls and control values were not used in the case.controls are for end user device verification. Device evaluation:the reported issue that abnormal control cartridges failed the test, but other cartridges worked as intended. Periodically, both channel would give readings, but sometimes only one channel would give a reading, the values received were lower than expected was verified during service. The service technician observed that the liftwire height was on the low side of the specifications. The issue was resolved by adjusting the flag drop times to 60 across all channels and electronic control and abnormal control passed. Preventive maintenance was performed per specifications. Note:the instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that only the abnormal control cartridges failed the test, but other cartridges works as intended. Periodically, both channel would give readings, but sometimes only one channel would give a reading, the values received were lower than expected. Use of instrument was unspecified. There was no adverse patient effect associated with this event.